Event description:
It was found that the casters tread material was separating/delaminating from the caster hubs which reduces the brake force engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.